Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured and the patient experienced a worsening of balance and speech. High impedances were measured on electrodes pairs c-2 and c-3 on left side and c-8, c-11, 8-10, 8-11, 9-11, and 10-11 on the right side. The implantable neurostimulator (ins) was programmed to c+, 1- at 3.2 v, 60 usec, and 130 hz on the left side and c+, 9- at 3.2 v, 60 usec, and 130 hz on the right side. No patient complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3708660 serial# unknown product type: extension product ID 3708660 serial# unknown product type extension product ID 3389 lot:# unknown product type lead product ID 3389 lot# unknown product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the high impedance was determined to be due to a lead fracture. The patient did not experience any falls or trauma associated with the event. The patient's lead was replaced. The patient is now receiving effective therapy and the issue was resolved

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient only had 1 lead removed.